Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects within the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.